Event description:
It was reported that during a thyroid procedure, the handpiece was making squealing noise when the instrument was attached. The handpiece was swapped with another handpiece and, using the same instrument, the case was completed with no patient consequence.

Manufacturer narrative:
.